Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on 03-aug-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure, plaintiff began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations and pain after intercourse. Since undergoing the essure procedure plaintiff has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. In fact, essure-related pain became so severe that plaintiff was given lupron injections and underwent an endometrial ablation as treatment. In or around (B)(6) 2013, plaintiff underwent the surgical removal of her right-side essure coil. While she would like to have the left-side coil removed, doctors have informed her that to do so would be impossible without removing her entire fallopian tube by way of a partial hysterectomy. Accordingly, plaintiff has not yet had her left-side coil removed. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. Plaintiff underwent the surgical removal of her right-side essure coil a few days later. In addition, endometrial ablation was done. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since right-side essure was surgically removed, this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality safety evaluation received on 10-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device the reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. Plaintiff underwent the surgical removal of her right-side essure coil a few days later. In addition, endometrial ablation was done. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since right-side essure was surgically removed, this case is regarded as incident. Non-serious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.